Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer found that the helium tank was shut off. Once the helium tank was opened, the iabp functioned properly. The customer called tech support back and cancelled this service request. No service was performed and the iabp remains in clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a low helium message on the screen. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.